Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, this 19mm trifecta valve was implanted. Recently, the patient presented with symptoms consistent with heart failure and aortic insufficiency. On (B)(6) 2016, the valve was explanted and replaced. In vivo, a cuspal tear was reported. Post-explant, an aortic root enlargement was performed and a 21mm magna ease valve was implanted. Concomitantly, a mitral valve replacement (manufacturer unknown), a tricuspid valve repair and vsd occlusion procedure were also performed. The patient recovered and was discharged on (B)(6) 2016. (Clinical patient study ID: (B)(6)).